Event description:
It was reported that the sheath introducer was being placed in a pt with chf and a complex medical history, including a greenfield filter in place. The physician inserting the psi was not aware of the greenfield filter. While withdrawing the spring wire guide, it became entangled in the greenfield filter, dislodging the filter and tearing the vessel wall. The pt bled internally. CPR was administered, but the pt expired.